Event description:
It was reported there was a wrong measurement and after the self test it stated "service". No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips mrx defibrillator indicating that the device showing wrong measurement. There was no report of patient or user impact. Available details indicate that the device had exhibited symptoms of a wrong measurement. Details provided in an update from the source case indicate that the bench field service engineer was not able to duplicate the reported issue, performed a successful operations check, and the device was successfully returned to service. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated grids.